Manufacturer narrative:
(B)(4). Additional information requested and received: which firing of device did issue occur? 2nd firing. Were any issue noticed with cartridge retention? No. What provisions were made to establish proximal and distal control of the vessel prior to firing? Normal dissection, retraction. Where clips used in surgical procedure? Yes. The surgeon also explained that vessels were comfortably exposed and no clips were in the way of stapling. Were any staples identified intra-operatively? No if so, what was the location and form? Did any other firings present issues (if not the first firing of device)? Only one firing issue reported (2nd firing) how was repair completed by vascular surgeon? Surgeon converted, completed operation on open patient. Update: dr. Ghasemian (transplant) completed the repair, using a vascular clamp and suture. What is the current patient status? Patient is in good condition. Additional details: resident fired the stapler, and shared some information--closing and firing felt normal until knife reached distal tip. Felt like something might be off based on audible feedback. Opened up jaws and few seconds later, the intense bleeding occurred. Upon inspecting the staple line, noticed no formed staples on the aorta side, but clearly formed on specimen side. Did any other firings present issues (if not the first firing of device)? Only one firing issue reported. How was repair completed by vascular surgeon? Surgeon converted, completed operation on open patient. No more specifics to share. What is the current patient status? Patient is in good condition the analysis results found that the atw35 device was received in good visual condition and with two tr35w cartridge reloads present. Cartridge (b) tr35w, l5442u was received fully fired and with normal lockout. In addition several b-shaped staples were noted on cartridge deck. Cartridge (c) tr35w, l54428 was received fully fired and with normal lockout. In addition several b-shaped staples were noted on cartridge deck. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired (unknown which firing) on the renal artery and the device cut but did not staple. There was significant bleeding (amount could not be quantified and unknown if blood products were given) and the patient was converted to an open procedure. A vascular surgeon was called in to do repair. The patient is reported to be ok at this time.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: which firing of device did issue occur? Were any issue noticed with cartridge retention? What provisions were made to establish proximal and distal control of the vessel prior to firing? Where clips used in surgical procedure? Were any staples identified intra-operatively? If so, what was the location and form? Did any other firings present issues (if not the first firing of device)? How was repair completed by vascular surgeon? What is the current patient status?